Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, it was reported that the battery depleted quickly. Customer's blood glucose was 125 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, no failure was identified for the alarm occlusion issue and battery issue. The cartridge was not returned for investigation under the alarm occlusion.